Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer analyzer's atrial port was unable to recognize any signals and was also unable to sense them. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer analyzer's atrial port was unable to recognize any signals, and was also unable to sense them, and the analyzer's atrial port was unable to deliver pacing. Additionally, it was noted that the patient connector pin sockets were damaged. The analyzer will be decommissioned. The analyzer was replaced with another analyzer, and the replacement analyzer passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5.desc evt problem ¿device codes (fdd/annes a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the analyzer's atrial port was unable to deliver pacing. Troubleshooting steps were taken to try with multiple connectors. The analyzer was returned for evaluation.